Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform several troubleshooting steps, including disconnecting and reconfiguring the pump tubing and delivering specified bolus doses to resolve the issue. Customer changed supplies and resumed insulin.